Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('misplaced essure implant') and salpingitis ('a fallopian tube. Cornu. Left excision: fibroconnective tissue with thermal artifact and chronic inflammation') in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted hysterectomy with right salpingectomy and removal of right essure device). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation and salpingitis outcome was unknown. The reporter considered device dislocation and salpingitis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('misplaced essure implant') and salpingitis ('a fallopian tube. Cornu. Left excision: fibroconnective tissue with thermal artifact and chronic inflammation') in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted hysterectomy with right salpingectomy and removal of right essure device). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation and salpingitis outcome was unknown. The reporter considered device dislocation and salpingitis to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.